Manufacturer narrative:
The reported events were helix mechanism issues, failure to capture and failure to sense. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported events of helix mechanism issues were confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues was isolated to the helix being clogged with blood/tissue. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to capture, failure to sense, failure to extend helix and failure to retract helix. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.